Event description:
(B)(4). I had essure placed in (B)(6) 2013. Since it was input I've had multiple issues that I'd never had before. I've had severe bleeding and clotting with my period, spotting, irregular periods, severe abdominal/pelvic and back pain, pain during and after intercourse, I was diagnosed with hypothyroidism, constantly have a metallic taste in my mouth, constant heartburn, weight gain, and multiple other issues. I am (B)(6) years old and have found out the only course of action to get this device out of me is a hysterectomy. If I would have known four years ago it would come to this, I would have just had the procedure done then. I've been to multiple doctors and had at least five emergency room visits related to these issues. I never once had any of this prior to the essure being placed.